Event description:
The customer reported an alarm, followed by a constant tone. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a frozen screen with a blank display due to a problem with the interface board. No constant tone was noted. Unable to verify the alarm due to the black screen anomaly.